Event description:
It was reported that during transurethral lithotripsy, the black part (soft part) at the tip of the tigertail ureteral catheter was torn. Two months had passed, and today they received a report that the tip was removed using an ureteroscope. Per additional information via email from ibc on 08apr2024, it was left in the body, so it needed to be removed. Two months later, reop was performed, and the tumor was removed using a ureteroscope and grasping forceps. Per additional information via email from ibc on 13may2024, it was reported that the tip, end point of a tiger tail ureteral catheter used for ureteral stent exchange was fractured and there was a strong stenosis at the l3 renal pelvic ureteral transition at the stone intervention sites (two), although the guidewire passed through easily, there was strong resistance when attempting to insert a tiger tail ureteral catheter. The ureteral edema caused the catheter to meander, and the entire length of the ureteral catheter was inserted through the rigid speculum without crossing the stenosis. After the catheter was pulled out, the catheter fractured and the ureteral catheter tip remained in the inferior renal cup. The ureteral catheter tip, end point remained in the lower renal cup. The original catheter was in storage at the doctor's request. The ureteral stent was placed without any problem.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. The product was used for urological care. Based on the attached photos, it was observed that the tiger tail catheter was broken at the black tip part. However, no functional testing could be performed since there are only photo provided for investigation. The exact cause of how and when the problem occurred could not be determined. The potential root cause for this failure mode could be defects component from supplier. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "[directions for use] 1. Method of use determine the proper stent length for the patient. This is generally calculated from the baseline pyelogram. Accurate measurements will optimize drainage efficiency and patient comfort. 1 insertion of the guidewire. 1) remove the guidewire from the packaging,together with the guidewire holder. 2) prior to removing the guidewire from the guidewire holder, inject sterile water through the port to activate the hydrophilic coating. 3) remove the guidewire from the guidewire holder. Before using the guidewire, confirm the surface slides well when removing it from the holder. If you feel any resistance, do not force it, and inject the normal saline solution into the holder again, then try pulling it out once more. 4) insert the guidewire either through the working channel of an endoscope or percutaneously, with the soft end of the guidewire first. 5) advance the guidewire into the desired position until the tip is in the renal pelvis. Continuously confirm guidewire position either visually or under fluoroscopy. 2. Precautions for use <guidewire> (1)do not forcibly insert or remove the guidewire. It may injure patient or/and damage the device. (2)do not manipulate, advance and/or withdraw the guidewire through a metal cannula or needle; to do so may result in damage the guidewire. Avoid contact with devices with sharp edges (such as metal dilator). (3)avoid using of the device when resistance is encountered (due to the size of a catheter, stent and/or working-channel of endoscope) as this may cause wear the guidewire coating. (4) do not use organic medical solutions or oily contrast medium on this device. These solutions may damage the device or decrease the lubricity of the device. (5)the guidewire is treated with a hydrophilic coating. Do not insert a stent over the device with its surface insufficiently wet. Never use dry gauze. [Hydrophilic polymer coating can be damaged, increasing resistance when trying to insert catheter, stent or endoscope.] (6) if unusual resistance is met during manipulation of the guidewire, do not force to remove it. Carefully withdraw the guidewire as a unit. (7) do not use a retrieval device while the guidewire is in place; to do so may cause damage to the guidewire. (8) don¿t rub the guidewire with the edge of the holder. This could flake the hydrophilic coating. (9)avoid kinking, bending or twisting repeatedly the guidewire at acute bent site. It may lead to damage the guidewire. (10) never try to shape the guidewire. This could damage and break the cable core of the guidewire. (11) sufficient guidewire length must remain exposed to maintain a firm grip on the guidewire at all times." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during transurethral lithotripsy, the black part (soft part) at the tip of the tigertail ureteral catheter was torn. Two months had passed, and today they received a report that the tip was removed using an ureteroscope. Per additional information via email from ibc on 08apr2024, it was left in the body, so it needed to be removed. Two months later, reop was performed, and the tumor was removed using a ureteroscope and grasping forceps.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be defects component from supplier. The DHR review could not be performed without a lot number. The instructions for use were found adequate and state the following: 1.method of use: determine the proper stent length for the patient. This is generally calculated from the baseline pyelogram. Accurate measurements will optimize drainage efficiency and patient comfort. 1 insertion of the guidewire: 1) remove the guidewire from the packaging,together with the guidewire holder. 2) prior to removing the guidewire from the guidewire holder, inject sterile water through the port to activate the hydrophilic coating. 3) remove the guidewire from the guidewire holder. Before using the guidewire, confirm the surface slides well when removing it from the holder. If you feel any resistance, do not force it, and inject the normal saline solution into the holder again, then try pulling it out once more. 4) insert the guidewire either through the working channel of an endoscope or percutaneously, with the soft end of the guidewire first. 5) advance the guidewire into the desired position until the tip is in the renal pelvis. Continuously confirm guidewire position either visually or under fluoroscopy. 2. Precautions for use: <guidewire> (1)do not forcibly insert or remove the guidewire. It may injure patient or/and damage the device. (2)do not manipulate, advance and/or withdraw the guidewire through a metal cannula or needle; to do so may result in damage the guidewire. Avoid contact with devices with sharp edges (such as metal dilator). (3)avoid using of the device when resistance is encountered (dueto the size of a catheter, stent and/or working-channel of endoscope) as this may cause wear the guidewire coating. (4)do not use organic medical solutions or oily contrast medium on this device. These solutions may damage the device or decrease the lubricity of the device. (5)the guidewire is treated with a hydrophilic coating. Do not insert a stent over the device with its surface insufficiently wet. Never use dry gauze. [Hydrophilic polymer coating can be damaged, increasing resistance when trying to insert catheter, stent or endoscope.] (6)if unusual resistance is met during manipulation of the guidewire, do not force to remove it. Carefully withdraw the guidewire as a unit. (7)do not use a retrieval device while the guidewire is in place; to do so may cause damage to the guidewire. (8)don¿t rub the guidewire with the edgeof the holder. This could flake the hydrophilic coating. (9)avoid kinking, bending or twisting repeatedly the guidewire at acute bent site. It may lead to damage the guidewire. (10)never try to shape the guidewire. This could damage and break the cable coreof the guidewire. (11)sufficient guidewire length must remain exposed to maintain a firm grip on the guidewire at all times. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.